Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0201 on (B)(6) 2005. Many years later the patient has suffered bladder spasms, urinary incontinence, leakage, burning urination, pelvic pain, severe scarring, inability to have sexual intercourse, lower back pain, revision surgeries, pain from adhesions, and depression. No further information has been provided.